Event description:
The customer reported that the sys failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The sys was tested and found to be working as indented and returned to svc.